Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, ol presented a defect in the optical center that would compromise the visual quality. Iol was removed from the eye and a new iol was implanted. Additional information has been received and stated that, there was no patient harm reported.

Manufacturer narrative:
This report originally filed as 1119421-2023-01012 (MDR 2250554). A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).